Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for evaluation. During inspection it was observed that there was a gap in the acoustic lens. Based on the investigation results, it is likely that stress from handling/use over time led to the malfunction; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was a gap of adhesive between the acoustic lens and ultrasound probe and a stain entered inside of the lens through the gap of the gastrovideoscope. There were no reports of patient involvement.